Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A sterling 7.0mmx60mmx135cm (4f) balloon catheter was advanced for dilation. However, during sixth inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient is in good condition after the procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A sterling 7.0mmx60mmx135cm (4f) balloon catheter was advanced for dilation. However, during sixth inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and patient is in good condition after the procedure.